Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 785760, UDI: (B)(4). Product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 21539167, UDI: (B)(4).

Event description:
It was reported that patient underwent implantable pulse generator (ipg) replacement procedure due to high impedances. The explanted device will not be return. No further information obtained.

Event description:
It was reported that patient underwent implantable pulse generator (ipg) replacement procedure due to high impedances. The explanted device will not be return.

Manufacturer narrative:
(Sc-1232; (B)(4)). The returned ipg was analyzed and visual inspection revealed that all septums were damaged. Setscrews a b and c were stripped and had septum debris inside of them but were still able to be engaged without any anomalies. Setscrew d was not able to be engaged due to the debris stuck inside of it. After the debris was removed, all four setscrews were able to be engaged without any anomalies. With all the available information, boston scientific concludes. The allegation of setscrew c was stripped and could not be tightened or loosened was confirmed setscrew d was not able to be engaged due to the debris stuck inside of it. After the debris was removed, all four setscrews were able to be engaged without any anomalies. Therefore, the probable cause of unintended use error caused or contributed to event will be assigned. The septums were likely damaged by the hex wrench and the piece of the debris that ripped off became wedged inside of the setscrews which made them difficult/impossible to engage.